Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure, and had reportable issues. Refer to associated MFR report # 3005099803-2010-02968 for a description of the other device. This report is for the 7.5fr nasobiliary tube w/jagwire device. It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent, and a 7.5fr nasobiliary tube w/jagwire device were used within the hepatic portal region of a cancer patient during a stenting and drainage procedure performed on (B)(6) 2010. According to the complainant, the patient's anatomy was reported to be moderately tortuous and thin. The stenosis was reported to be four centimeters at the proximal end, and two centimeters at the hepatic portal region. The distal end of the stenosis was dilated at approximately ten millimeters. During the procedure fluoroscopy and radiographs were used to visualize the device placement. It was reported that resistance was encountered when the physician advanced the wallflex over the jagwire, through the scope and into the target lesion. However the stent was successfully implanted within the patient's hepatic portal region. Resistance was also encountered as the physician withdrew the stent delivery catheter from the patient. A 7.5fr nasobiliary tube was also implanted within the patient; however the tip of the jagwire (approximately 2mm) detached inside of the patient. It was reported that no medical intervention was performed to retrieve the detached jagwire. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure, and had reportable issues. Refer to associated MFR report #3005099803-2010-02968 for a description of the other device. This report is for the 7.5fr nasobiliary tube w/jagwire device. It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent, and a 7.5fr nasobiliary tube w/jagwire device were used within the hepatic portal region of a cancer patient during a stenting and drainage procedure performed on (B)(6) 2010. According to the complainant, the patient's anatomy was reported to be moderately tortuous and thin. The stenosis was reported to be four centimeters at the proximal end, and two centimeters at the hepatic portal region. The distal end of the stenosis was dilated at approximately ten millimeters. During the procedure fluoroscopy and radiographs were used to visualize the device placement. It was reported that resistance was encountered when the physician advanced the wallflex over the jagwire, through the scope and into the target lesion. However the stent was successfully implanted within the patient's hepatic portal region. Resistance was also encountered as the physician withdrew the stent delivery catheter from the patient. A 7.5fr nasobiliary tube was also implanted within the patient; however the tip of the jagwire (approximately 2mm) detached inside of the patient. It was reported that no medical intervention was performed to retrieve the detached jagwire. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The returned jagwire of the nasobiliary device was evaluated, and the reported issue was not confirmed. The visual inspection reveals no anomalies. The entire tip of the wire is present; there is no corewire fracture nor tip detachment. The tip is machine cut which is performed during the manufacturing process, and there is no part of the tip missing from the wire.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.